Event description:
It was reported that the reservoir of the inflatable penile prosthesis (ipp) had herniated into the patient's scrotum. During the surgical procedure, the physician inflated the cylinders after removing the reservoir from the scrotum and discovered that the right cylinder had eroded into the urethra. A cystoscopy was performed, confirming the erosion, and the replacement procedure was subsequently aborted. A new conceal-type reservoir was placed in the space of retzius. The eroded right cylinder was removed, while the existing left cylinder and the pump were left in place. A follow-up revision surgery is planned once the urethra has adequately healed. No additional patient complications have been reported at this time.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the reservoir of the inflatable penile prosthesis (ipp) had herniated into the patient's scrotum. During the surgical procedure, the physician inflated the cylinders after removing the reservoir from the scrotum and discovered that the right cylinder had eroded into the urethra. A cystoscopy was performed, confirming the erosion, and the replacement procedure was subsequently aborted. A new conceal-type reservoir was placed in the space of retzius. The eroded right cylinder was removed, while the existing left cylinder and the pump were left in place. A follow-up revision surgery is planned once the urethra has adequately healed. No additional patient complications have been reported at this time.

Event description:
It was reported that the reservoir of the inflatable penile prosthesis (ipp) had herniated into the patient's scrotum. During the surgical procedure, the physician inflated the cylinders after removing the reservoir from the scrotum and discovered that the right cylinder had eroded into the urethra. A cystoscopy was performed, confirming the erosion, and the replacement procedure was subsequently aborted. A new conceal-type reservoir was placed in the space of retzius. The eroded right cylinder was removed, while the existing left cylinder and the pump were left in place. A follow-up revision surgery is planned once the urethra has adequately healed. No additional patient complications have been reported at this time.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Correction to field h6: impact codes.

Event description:
It was reported that the reservoir of the inflatable penile prosthesis (ipp) had herniated into the patient's scrotum. During the surgical procedure, the physician inflated the cylinders after removing the reservoir from the scrotum and discovered that the right cylinder had eroded into the urethra. A cystoscopy was performed, confirming the erosion, and the replacement procedure was subsequently aborted. A new conceal-type reservoir was placed in the space of retzius. The eroded right cylinder was removed, while the existing left cylinder and the pump were left in place. A follow-up revision surgery is planned once the urethra has adequately healed. No additional patient complications have been reported at this time.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. D4. Concomitant product UDI for reservoir is (B)(4).